Manufacturer narrative:
(B)(4). Batch # n54x3l. Device evaluation: the analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The reload was received with the knife not completely within doghouse and the swing tab in the unlocked position. The cartridge reload had the proximal 1 driver up without staples, and the remaining drivers down with staples present. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with the returned cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the doctor used 5 reloads with the device. When the scrub nurse attempted to insert the sixth reload, the reload did not want to load into device. The doctor said that he experienced difficulty reversing the device after the 5th firing.